Manufacturer narrative:
The meter has been returned and an investigation utilizing the retuned meter and retained test strips (lot no: 1350844) has determined the complaint is not confirmed. All readings were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would turn on and then off before a reading was displayed. Customer further reported that on (B)(6) 2013 he believed his glucose "was getting higher and higher," but because of the issue with his meter he could not test. It was further reported a friend took him to his healthcare provider's office (clinic). At the clinic a blood glucose reading "about or above 500 mg/dl" was received. Customer was diagnosed with hyperglycemia and treated with an unknown amount of insulin, in addition to having his usual insulin dose increased. There was no report of death or permanent injury associated with this event.